Event description:
Adverse event(s): "no impact reported" (no consequences or impact to pt). Product problem(s): "white and blue fibers in the custom pak" (foreign material present in device). The customer reported: there are white and blue fibers in the custom pak. No pt impact was reported. Add'l f/u info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).